Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed and reproduced the symptom system error 105 alarms, determined to be caused by a failed motor (flex). The failed motor assembly was replaced.

Event description:
During a baxter evaluation of a spectrum infusion pump, it was found that the device alarmed system error 105. There was no patient involvement.